Event description:
Boston scientific received info that this right ventricular lead was noted to have loss of capture at a recent f/u. Additionally, this lead was noted to have a history of high impedance levels and poor intrinsic sensing since implant. However, it was noted that the pt was not pacer dependent and no out of range impedances were recorded. The lead was repositioned with no adverse pt effects were reported. The lead remains in svc. No further info is available. This report will be updated if more info becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the insp of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.